Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a programming issue and a button anomaly. Customer stated that the insulin pump had been stored for a few months and kept having to reprogram the device. The customer also stated that the up button is sensitive and doesn't need much force to work, and the button has triggered an unwanted bolus. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device should be replaced, however the customer wanted to keep the insulin pump and monitor her blood glucose levels.